Event description:
Dr was performing a shunt hardware removal when grasping forceps stopped working and hinge pin came off into pt. 2nd procedure conducted to retrieve pin, but was unsuccessful. Pt condition post-op was good and pt has since been released. Dr stated there was no adverse effect on pt and no further procedures are scheduled or planned.